Event description:
Female pt was prescribed and fitted with a "high-pull headcap" in late 12/94. During an appointment with dentist on 2/3/95, he observed abrasions on both of the pts' ears, purportedly caused by straps on the device. The device was removed by dentist. The pt subsequently contracted a stapylococcus infection, possible at the abrasion sites. The pt sought and received treatment from a physician and a dermatologist. At this time, pt's abrasions have healed. On 5/29/95, all high pull headgear with the same design as the product used by the pt in question which he had in inventory was quarantined for shipment back to the supplier. A new design which eliminates the suspected problem site on the headgear has been substituted for the original inventory and will be shipped wth all future orders.